Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. On (B)(6) 2025, at approximately 10:56 a.m. Cst, the patient's wife reported that the patient's cgm appeared to malfunction, displaying "high" even though the patient was not experiencing symptoms consistent with hyperglycemia. At the time of the event, the patient was using a beta bionics ilet insulin pump, which continued to deliver insulin based on the inaccurate cgm readings. This resulted in a decrease in the patient's bg levels. The patient developed tiredness and weakness and required assistance from his wife. Emergency medical services (ems) were contacted, and responders administered glucose treatment on site, which improved the patient's condition. Because of the time elapsed since the event, the exact duration of abnormal glucose levels and specific glucose values were not known. The patient's wife reported that after the incident, the patient became fearful and reluctant to reconnect the ilet pump. A beta bionics representative reviewed the situation and explained that the pump responded as designed based on the glucose data it received, and that the dexcom g7 sensor appeared to be providing inconsistent readings during the event. The representative recommended inserting a new dexcom sensor and performing manual bg checks to confirm accuracy. Both the patient and his spouse acknowledged the guidance provided and had no further questions. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.